Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2019-17927. It was reported that the patient presented for revision procedure. Fluoroscopy noted that the right atrial lead and right ventricular lead were dislodged. The right atrial lead and right ventricular lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information received noted that the patient presented in clinic for follow up during initial visit because the right ventricular lead impedance and capture threshold had increased. Also, low sensing threshold was noted. Right ventricular lead revision procedure was scheduled and completed on (B)(6) 2019.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.